Event description:
It was reported, an alert was received on the device. The alert was due to noise and out of range impedance. Further information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the noise resulted in oversensing and inappropriate mode switching. The device was reprogrammed to resolve the event. The patient was stable.